Event description:
It was reported by svc report that the cable to hook up the nurse call cable was pushed into the bed and one screw jack was missing so the nurse call cable could not be hooked up. No pt involvement or adverse consequences are reported.